Event description:
It was reported that one day following device implantation, a chest x-ray indicated that the right atrial (ra) lead had dislocated from the fixed position on the heart to near the tricuspid valve. It was noted that both the ra lead and ventricular lead had pulled due to lack of lead slack. During the ra lead revision, the physician was unable to connect the lead and the device using the torque wrench. The physician suspected the grommet fragments entered the connector port. The physician attempted changing the wrench, however the problem persisted. The physician elected to remove and replace the device to complete the operation and reposition the ra lead. No patient complications have been reported as a result of this event.